Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). A review of the device logs revealed a drain volume that meets the iipv criteria. The pal evaluated the device. The cause was determined to be insufficient drain - false empty detect and use error, initial drain alarm setting inappropriately programmed, and one or more cycle advances to next fill when slow / no flow occurred above the minimum drain volume threshold. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice (hc) device. The iipv occurred on (B)(6) 2011 during drain cycle 5. The programmed fill volume was 2200ml. The drain volume was 3634ml. This volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.